Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was readmitted for signs and symptoms of hemolysis, including elevated ldh, plasma free hemoglobin, and hematuria. Of note, the pt's coumadin dose was lowered last week for an outpatient rhc. The vad coordinator reported that the pt's inr was subtherapeutic at that time; however, her inr was 2.1 upon readmission today. The log file was reviewed and contained no adverse events.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.